Manufacturer narrative:
(B)(4). Date sent: 7/15/2020. B3: publication year of 2008. D4: batch#: unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kim jj, song ky, chin hm, kim w, jeon hm, park ch, park sm. Totally laparoscopic gastrectomy with various types of intracorporeal anastomosis using laparoscopic linear staplers: preliminary experience. Surg endosc. 2008 feb;22(2):436-42. Doi: 10.1007/s00464-007-9446-y. Pmid: 17593437. This study aims to present the authors' preliminary experiences and short-term clinical outcomes of tlg with various types of intracorporeal anastomosis using laparoscopic linear staplers. Between june 2004 and february 2006, a total of 45 patients with adenocarcinoma underwent tlg while using lcs harmonic scalpel (ees) for dividing the greater omentum from the mid portion to the left side, ets flex45 endoscopic articulating linear cutter (ees) for duodenal transection, and 1-0 vicryl for trocar site closure. Reported complications are: 1-0 vicryl, lcs harmonic scalpel (ees), ets flex45 endoscopic articulating linear cutter (ees), n=1 anastomotic leakage, treatment: laparoscopic tube duodenostomy, n=1 intraabdominal bleeding, treatment: laparoscopic hematoma removal, n=1 anastomotic stenosis, treatment: endoscopic balloon dilatation, n=2 delayed gastric empting, treatment: endoscopic balloon dilatation and conservative treatment, n=1 ventral hernia, treatment: hernioplasty. In conclusion, tlg with intracorporeal anastomosis using laparoscopic linear staplers was found to be safe and feasible. The surgical outcomes of tlg were comparable to the historical control of ladg, but its clinical efficacy should be proven in a randomized controlled trial and compared to lag.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2025 corrected data: h11 - date sent of the initial report should be: 6/16/2025.